Manufacturer narrative:
(B)(4). Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to detached end cap. Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rim of reservoir compartment broke off and also no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.